Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 23.0-24.3cm from the connector pin, consistent, consistent with lead friction to the ICD can. The silicone insulation was intact and the coil was exposed at this location. This is consistent with the observation from the field of noise.

Event description:
It was reported when the patient presented for a procedure, device interrogation revealed decreased right ventricular lead impedance. It was suspected the insulation abrasion was present with a lead to can contact due to lead fracture observed at the upper part of the lead. Lead noise was also observed. The patient was dosed with anesthesia for the procedure. The lead was explanted and replaced. No adverse consequences were detected.